Manufacturer narrative:
Device information was requested but not received. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided.

Event description:
The crown of the coronary orbital atherectomy device (oad) jumped during the first treatment on low speed in a lesion in the left anterior descending artery (lad). Imaging indicated the vessel was normal following the first treatment. Two additional treatments were applied. Additional post-treatment intravenous ultrasound was performed and revealed a dissection in the ostial lad and a hematoma in the vessel. Two stents were placed in the lad, and a balloon was also used. Additional imaging revealed a possible perforation. A balloon was inflated in the vessel for about ten minutes. CPR was performed on the patient about 30 minutes following the balloon treatment for the perforation. The patient was placed on extracorporeal membrane oxygenation and admitted to the intensive care unit. An update of the patient's status was requested but not received. The patient was awake and following commands as of (B)(6) 2018. Additional information was requested but was not received.